Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported psi shows too high value while patient was anesthetized. No patient impact or consequences were reported.

Manufacturer narrative:
The returned sensor was evaluated. No physical damage was observed during external visual inspection. The sensor failed continuity testing due to opens across all electrodes. Additional functional testing could not be completed as the sensor was returned used and could not be placed on a forehead. Model #: 4248-9. Lot#: e17knh. Exp. Date: 03/01/2019. UDI# (B)(4). Device manufacture date: 10/05/2017.